Event description:
The patient reported that her blood glucose has been elevated to 20-30 mmol/l (360-540 mg/dl) for the past 3-4 days. She stated that the piston rod of the infusion device is very loose and the amount of insulin remaining in the insulin cartridge is less than what is displayed on the infusion device. She stated that she changed the piston rod 3 days ago along with the insulin cartridge and infusion set. She stated that an e4 (occlusion) error is displayed each time she attempts to bolus. She switched to injection therapy. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.